Event description:
Reporter alleged discrepant blood glucose results of hi back to back with a result of 147 mg/dl when testing was performed with 10 minutes apart on the compact plus system. No report of actions that were taken or treatment that was rec'd. A request was made for the return of the suspect device and replacement product was sent.